Event description:
Report 2 of 3 received of tubing separation. The customer reported that a home health patient was receiving morphine subcutaneously. The pump was programmed with an unspecified concentration of morphine in the pca plus continuous mode at a rate of 4 mg/hr, 1 mg pca bolus dose with a 15 minute patient lockout, container volume unspecified. The patient noticed leakage of fluid from the tubing. The patient identified that the tubing separated from the filter at the distal end of the filter. The patient wiped off the ends of the tubing with alcohol and reconnected the tubing. The tubing set was changed within 24 hours of the incident. The customer reports no adverse patient event. Additional information was requested, but no further information was provided.